Manufacturer narrative:
The reported event that the black plastic part of the ¿impactor assembly omega¿ broke during the case could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. Since the actual ¿impactor assembly omega¿ was not returned, an inspection could not be performed. However, such a breakage could have occurred due to the application of excessive force. The reported device is particularly involved in high impact forces. It was also reported that the device was owned by the account and was used/re-processed many times. A combination of aging, multiple uses and cleaning processes, in addition to high impact forces, could definitely lead to a breakage of the device. As per op. Tech. (Omega3 compression hip screw), ''impaction of the fracture may be accomplished by using the plate impactor together with a hammer or mallet. [¿] note: use gentle hammering only - otherwise the impactor may be destroyed.¿ if the reported device has not been used carefully and under appropriate cleaning conditions, it is quite possible that its integrity has been compromised, which is definitely a deviation from the specifications. Based on the investigation, the potential root cause would be attributed to a user related issue. However, please note that more detailed information about the complaint event as well as the affected device must be available in order to determine the exact root cause of the complaint. A review of the device history was not possible because the lot number of the ¿impactor assembly omega¿ was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The customer reported that the black plastic part of the impactor broke during the case.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
The customer reported that the black plastic part of the impactor broke during the case.